Manufacturer narrative:
Examination of the submitted device confirmed the "o" ring component is missing. The investigation could not draw any conclusions with the "o" ring to examine. The root cause of the missing "o" rings is unknown. A complaint database search finds no additional reports against the complaint sample product and lot combination. A complaint database search did not reveal any trend of missing "o" ring components. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Broach is missing rubber ring.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.